Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's machine flow sensor, blower motor, blower seal, blower cap, blower chassis plate, cooling fan both fans, muffler assembly outlet side panel, tubing, due to contamination. The device's software was upgraded. The unit was passed the final test.